Event description:
It was reported that the patient experienced a burning sensation at the lead site, which had a cervical placement, for approximately the previous week. The patient also stated the presence of swelling and pain at the ins pocket site. There was no known related incident or accident reported. It was reported that impedance readings were greater than 4,000 ohms on some of the bipolar pairs. No further details or patient outcome were provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).